Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced sudden sharp pain when she sat a certain way or when the implantable neurostimulator (ins) site was touched. The patient noted that these symptoms occurred daily that started a few months prior to the report, they lost weight and now the ins stuck out more. There were no reports of trauma/falls that could be related to this issue. In the end, the patient was redirected to their healthcare professional (hcp) to schedule a medical assessment. There were no further complications reported or anticipated.